Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. The log file analysis shows that after startup the power generator detected a voltage error within the intermediate circuit. The hospital power supply went out of tolerance causing electrical damage to the power generator cabinet resulting in the loss of x-ray. The procedure could not be started and the patient was relocated to an alternative system. According to the investigation, the technician measured up to 484v at the l1/l2 line power of the hospital. The system is specified with 400v +- 10% input voltage, therefore, the tolerance violation of the hospital power supply could be determined. This over-voltage damaged several boards and cables in the generator. After the hospitals electrician repaired the power supply and our technician exchanged the affected boards and cables of the generator the system recovered. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dfc system. Prior to an interventional procedure the system did not operate correctly and the procedure could not be started. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.